Manufacturer narrative:
Dob added; explant date removed.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01670.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01670. It was reported the patient was undergoing a scs trial and the physician attempted to place the leads for 30 minutes and was unable to attain proper placement due to the patient¿s anatomy. The lead kept migrating thus the trial was abandoned. The patient may undergo another trial in the future.